Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol) over three years ago and at the change out the device was in storage mode. It was reported that the patient was lost to follow-up for over five years. There was inquiry of possible early battery depletion. In addition, during the change out procedure there was a visible fracture on the left ventricular (lv) lead near the proximal end with impedances measured through the pacing system analyzer of greater than 4000 ohms. No allegations were reported while this lead was implanted. As a result, the lead was surgically abandoned and the patient was downgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
The device was expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, interrogation revealed that the device had reached elective replacement indicator (eri). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.